Event description:
It was reported that, immediately after a lewis-santy surgery for esophagus adenocarcinoma that had been performed on (B)(6) 2023, npwt with pico 7 10cm x 40cm was started; however, on the sixth day after application on the thoracotomy site, the patient was diagnosed with a pulmonary hernia. A new operation was performed to reintegrate the lung and to repair the thoracotomy. The patient was admitted in intensive care but is now out of the woods and doing better.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that, immediately after a lewis-santy surgery for esophagus adenocarcinoma that had been performed on (B)(6) 2023, npwt with pico 7 10cm x 40cm was started; however, on the sixth day after application on the thoracotomy site, the patient was diagnosed with a pulmonary hernia. A new operation was performed to reintegrate the lung and to repair the thoracotomy. The patient was admitted in intensive care but is now out of the woods and doing better. The device was not returned for analysis. We have therefore not been able to confirm a relationship between the event and the device, or identify a definitive root cause. A lot number was provided and the batch records were reviewed. The record(s) confirmed that the batch as a whole had progressed through a satisfactory release process, which involved testing selected samples of the product against the requirements of the finished product specification. Furthermore, the record(s) did not indicate any technical or other issue identified during the manufacturing process for this particular batch, that could have caused or contributed to the complaint problem. A complaint history review revealed just one complaint of a similar nature, reported by the same health care professional/facility within the same user report to smith & nephew (our reference number: (B)(4) / MDR reference number: 8043484-2023-00020). The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device, including guidance on the suitability of the device for different wound types and correct application of the dressing. Specifically, section 2 of the IFU details the indications for use and section 3 outlines the contraindications for use of the device. A clinical evaluation was conducted, during which the following observations and conclusions were made: the patient received the pico 7, on his thoracotomy scar immediately post-op. Per the pico 7, single use negative pressure wound therapy system user manual, the pico 7 should not be used for the purpose of pleural, mediastinal or chest tube drainage or surgical suction. However, per subsequent email, ¿the customer has now confirmed the devices were not used in a way that was contraindicated.¿ the pico 7 was in use for 5 days prior to the pain and worsening respiratory status was reported. The provided analysis of a requested CT scan revealed a pulmonary hernia with a hematoma. The reported assessment of worsening hypoxemia indicated a need for surgical intervention. The surgeon performed a surgical re-animation procedure, and the patient was transferred by the surgeon to the intensive care unit for the first post-operative day. The surgeon subsequently reported the patient¿s condition as favourable, and the patient is out of the woods and doing better. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided the definitive clinical root cause of the reported adverse events could not be confirmed. The reported pain and worsening respiratory status does correlate with the CT scan findings of pulmonary hernia with a hematoma and the reported worsening hypoxemia. There is no evidence to support the pico device contributed to the event as it was reported used per indications which would be on a closed surgical incision only. The pico device would act as a dressing only with the pump on or off, and if on and functioning would not provide negative pressure on a closed thoracotomy incision if the incision is intact and therefore would not precipitate a pulmonary hernia. A pulmonary hernia is a known complication of a thoracotomy procedure independent of the pico npwt dressing. The pulmonary hernia is likely complication of incomplete incision closure or reopening of the incision or impaired healing of the surgical incision that could have led to the herniation of the lung. The patient¿s complex procedure (esophagus removal with unreported etiology) could also play a role. Based on the complaint, the pico 7 was placed on the thoracotomy scar immediately post procedure. An unintentional user error cannot be ruled out as a potential contributing factor. The IFU, which was reported as followed by the reporter, for the pico 7 single use negative pressure wound therapy system user manual, the pico 7 should not be used for the purpose of pleural, mediastinal or chest tube drainage or surgical suction. We also cannot rule out the patient¿s age coupled with a history of 40 pack-years of smoking as a likely contributory factor to the worsening respiratory status. It was reported, the patient is ¿out of the woods¿ and doing better. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. The risk management documentation for pico has been reviewed to assess whether the alleged failure and associated harms have been anticipated. With no clear failure of the device outlined within the complaint description to determine the associated hazard within the risk file, a review of (B)(4) confirmed ¿delayed wound healing¿, ¿wound deterioration¿ and ¿bleeding¿ are captured as foreseeable harms against numerous potential failures, with a residual risk rating of ¿med¿. The complaint description confirms that the device was not being used in a way that was contraindicated and the clinical review states 'there is no evidence to support the pico device contributed to the event as it was reportedly used per indications which would be on a closed surgical incision only. The pico device would act as a dressing only with the pump on or off and if on and functioning would not provide negative pressure on a closed thoracotomy incision if the incision is intact and therefore would not precipitate a pulmonary hernia. A pulmonary hernia is a known complication of a thoracotomy procedure independent of the pico npwt dressing', therefore no further action is required at this time. A review of historical records concluded that there are no prior escalated actions related to this product and the reported event. The probable root cause for this complaint cannot be determined. There is no evidence to suggest that the smith and nephew device in any way contributed to the patient's medical condition. As outlined within the clinical review, likely contributory factors are the patient's pre-operative general state with dysphagia and multiple attempts to install an esophageal prosthesis, all of which are issues that cannot realistically be attributed to the use of the pico system, or any failure by this system to perform as intended. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Corrected data: b5 (narrative), e4 (reporter did not send a report to FDA), h6 (health effect - clinical code, health effect - impact code).

Event description:
It was reported that, immediately after a lewis-santy surgery for esophagus adenocarcinoma that had been performed on (B)(6) 2023, npwt with pico 7 10cm x 40cm was started; however, on the sixth day after application on the thoracotomy site, the patient was diagnosed with a pulmonary hernia. A new operation was performed to reintegrate the lung and to repair the thoracotomy.

Manufacturer narrative:
Internal complaint reference: (B)(4).